Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("coil appeared to be in the uterine canal fundally / essure coil seen in endometrial cavity/essure coil appears to be in the uterine canal fundally"), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cyst") and postoperative wound infection ("wound infection of her umbilical incision/abscess of postoperative wound of abdominal wall") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "during deployment of the coil it did not unwind all the way off the device and it was difficult getting out. The device eventually came out but the coil seemed extended from the fallopian tube" and device deployment issue "during deployment of the coil it did not unwind all the way off the device and it was difficult getting out. The device eventually came out but the coil seemed extended from the fallopian tube". The patient's past medical history included blood pressure high, alcohol use, anxiety, depression, breast reduction, tonsillectomy, thyroid disorder nos, abdominoplasty, multigravida, parity 2 and thyroid cancer. Denies irregular menses, mid-cycle spotting, prolonged menses. Denies history of bleeding disorder, history of ovarian cysts, history of pcos,, history of thyroid disease, and irregular menses. Denies abdominal distension, abnormal discharge, abnormal vaginal bleeding, dysuria/incontinence, incisional pain, nausea/vomiting, none, pelvic pain, syncope, wound drainage, and wound separation. Denies abdominal pain, abnormal pap smears,abnormal vaginal discharge, amenorrhea, anxiety, back pain, bowel problems, breast mass or lumps, depression,dysmenorrhea, dyspareunia, headaches, increase abdominal girth, metrorrhagia, pelvic pain, post-coital bleeding,pregnancy, significant weight change, urinary symptoms, vaginal dryness, vasomotor symptoms, and vulvar pruritis. Denies abdominal pain, abnormal pap smears, abnormal periods, abnormal vaginal discharge, amenorrhea, anxiety, back pain, bowel problems, breast mass or lumps, depression, dysmenorrhea, dyspareunia, headaches, increase abdominal girth menorrhagia, metrorrhagia, pelvic pain, pregnancy, significant weight change, urinary symptoms, vaginal dryness vasomotor symptoms and vulvar pruritis. Previously administered products included for an unreported indication: concertta. Concurrent conditions included menorrhagia, menstrual disorder, post coital bleeding, constipation and overweight. Concomitant products included ibuprofen (motrin), levothyroxine sodium (levothyroxin), metoprolol tartrate (lopressor) and venlafaxine (effexor). On (B)(6)2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), fatigue ("fatigue") and menorrhagia ("menorrhagia/heavy bleeding with period"). In september 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In january 2012, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2013, the patient experienced cervicitis ("acute cervicitis"). On (B)(6)2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6)2016, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced pain ("severe pain"), pyrexia ("fever"), abdominal pain lower ("cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic left salpingectomy on (B)(6)2016), surgery (endometrial cryoablation on (B)(6)2013) and surgery (cystectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, ovarian cyst, postoperative wound infection, fatigue, vaginal discharge, pain, pyrexia and abdominal pain lower had not resolved, the genital haemorrhage and pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, weight increased and cervicitis outcome was unknown. The reporter considered abdominal pain lower, cervicitis, device expulsion, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pain, pelvic pain, postoperative wound infection, pyrexia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - in january 2012: confirming full occlusion of fallopian tubes ultrasound scan - in april 2016: essure coil in uterine canal fundally most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received- new event I was advised during deployment of the coil it did not unwind all the way off the device and it was difficult getting out. The device eventually came out but the coil seemed extended from the fallopian tube were added. Outcome of genital haemorrhage, pelvic pain changed from not recovered / not resolved to recovering / resolving. New reporter, concomitant and historical medication, concomitant condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("coil appeared to be in the uterine canal fundally / essure coil seen in endometrial cavity/essure coil appears to be in the uterine canal fundally"), genital haemorrhage ("heavy bleeding"), ovarian cyst ("ovarian cyst") and postoperative wound infection ("wound infection of her umbilical incision/abscess of postoperative wound of abdominal wall") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high, alcohol use, anxiety, depression, breast reduction, tonsillectomy, thyroid disorder nos, abdominoplasty, multigravida and parity 2. Denies irregular menses, mid-cycle spotting, prolonged menses. Denies history of bleeding disorder, history of ovarian cysts, history of pcos,, history of thyroid disease, and irregular menses. Denies abdominal distension, abnormal discharge, abnormal vaginal bleeding, dysuria/incontinence, incisional pain, nausea/vomiting, none, pelvic pain, syncope, wound drainage, and wound separation. Denies abdominal pain, abnormal pap smears,abnormal vaginal discharge, amenorrhea, anxiety, back pain, bowel problems, breast mass or lumps, depression,dysmenorrhea, dyspareunia, headaches, increase abdominal girth, metrorrhagia, pelvic pain, post-coital bleeding,pregnancy, significant weight change, urinary symptoms, vaginal dryness, vasomotor symptoms, and vulvar pruritis. Denies abdominal pain, abnormal pap smears, abnormal periods, abnormal vaginal discharge, amenorrhea, anxiety, back pain, bowel problems, breast mass or lumps, depression, dysmenorrhea, dyspareunia, headaches, increase abdominal girth menorrhagia, metrorrhagia, pelvic pain, pregnancy, significant weight change, urinary symptoms, vaginal dryness vasomotor symptoms and vulvar pruritis. Concurrent conditions included menorrhagia, menstrual disorder, post coital bleeding, constipation and overweight. Concomitant products included ibuprofen (motrin). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), fatigue ("fatigue") and menorrhagia ("menorrhagia/heavy bleeding with period"). In (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2013, the patient experienced cervicitis ("acute cervicitis"). On (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced postoperative wound infection (seriousness criterion medically significant). On an unknown date, the patient experienced pain ("severe pain"), pyrexia ("fever"), abdominal pain lower ("cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic left salpingectomy on (B)(6) 2016), surgery (endometrial cryoablation on (B)(6) 2013) and surgery (cystectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, ovarian cyst, postoperative wound infection, pelvic pain, fatigue, vaginal discharge, pain, pyrexia and abdominal pain lower had not resolved and the vaginal haemorrhage, menorrhagia, weight increased and cervicitis outcome was unknown. The reporter considered abdominal pain lower, cervicitis, device expulsion, fatigue, genital haemorrhage, menorrhagia, ovarian cyst, pain, pelvic pain, postoperative wound infection, pyrexia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram in (B)(6) 2012: confirming full occlusion of fallopian tubes. Ultrasound scan in (B)(6) 2016: essure coil in uterine canal fundally. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new event added: abnormal bleeding (vaginal, menorrhagia), weight gain and acute cervicitis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil appeared to be in the uterine canal fundally"), genital haemorrhage ("heavy bleeding") and ovarian cyst ("ovarian cyst") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), pain ("severe pain"), pyrexia ("fever"), abdominal pain lower ("cramping") and incision site infection ("wound infection of her umbilical incision"). The patient was treated with surgery (laparoscopic left salpingectomy on (B)(6) 2016) and surgery (cystectomy on (B)(6) 2016). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, ovarian cyst, pelvic pain, fatigue, vaginal discharge, pain, pyrexia, abdominal pain lower and incision site infection had not resolved. The reporter considered abdominal pain lower, device dislocation, fatigue, genital haemorrhage, incision site infection, ovarian cyst, pain, pelvic pain, pyrexia and vaginal discharge to be related to essure. The reporter commented: plaintiff remains unsure whether her left essure coil was removed. She still suffers from the mentioned symptoms and is currently investigating her options for full removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopian tubes ultrasound scan - in (B)(6) 2016: essure coil in uterine canal fundally. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.